Event description:
It was reported that the during a supposed ipg replacement procedure, the lead was damaged, and the contacts were out. The lead remains implanted. Additional information was received that all components were explanted and will not be returned per hospital policy.

Event description:
It was reported that the during a supposed ipg replacement procedure, the lead was damaged, and the contacts were out. The lead remains implanted.